Event description:
Additional information was received which noted that the patient's heart rate decreased, and the patient subsequently went to the emergency room. At that time, the previously reported lead dislodgement was discovered. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded following the explant procedure. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and dislodgement. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.